Event description:
The customer reported that no image displays on monitor, kv drives to max.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service representative found that the system was not repairable. He informed the customer that the system was end of llife.